Event description:
It was reported that "the patient came for line to be removal after being is situ and sutured for 6 months, the nephrologist removed the sutures and prepared to remove the line but it slipped straight out of the patient. There was no sign that any implantation of the cuff had occurred within 6 months!"

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.